Event description:
The patient was implanted with a heartmate ii left ventricular assist device. During the implant procedure, the surgeon noticed the outflow graft bend relief had become disconnected. The surgeon attempted to reconnect the bend relief and stated that the bend relief disconnected due to pump movement during implantation, so as a result, he covered the bend relief and graft with gore and closed the patient's chest.

Manufacturer narrative:
The device remains in use and implanted in the patient. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.